Event description:
The manufacturer received information alleging that a device did not meet the acceptance criteria of the evaluation process due to cosmetic damages to the enclosure, handle, and rubber feet. The device was not inpatient use. Upon evaluation of the device, it was found that it has low-flow o2 issues and has been sent for further testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a device did not meet the acceptance criteria of the evaluation process due to cosmetic damages to the enclosure, handle, and rubber feet. The device was not inpatient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. No repair performed due to the device not needed for inventory. The unit will be scrapped.